Manufacturer narrative:
The insulin pump had no button error alarms noted. No button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm and the act button on her insulin pump is not working. The customer's blood glucose was 115 mg/dl. The customer noticed that the button was not responding when the attempting to bolus. The customer removed the battery and replaced it back in; she received a button error alarm afterwards. The customer mentioned that she had went through a body scanner at the airport prior to the keypad issue. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).